Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn. Blood glucose levels reached over 400 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received deployed. The exposed portion of the soft cannula was observed to be torn and shortened. Download data shows the pod completed both first and second prime and was then deactivated by the user. No alarms, timeouts, or drive stalls were seen in the data. During investigation, the soft cannula was measured out of specification at 0.813 inches. It could not be determined when or how the damage to the soft cannula occurred. Inspection of the needle mechanism components found no damages or defects that would prevent the needle mechanism from deploying as intended. Although no issues were noted, it could not be conclusively determined when the needle mechanism deployed. A root cause for the reported needle mechanism failure could not be determined.